Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified proximal circumflex (cx). The physician advanced a 2.5x18mm promus stent to the cx; however, the device was unable to cross the lesion. The device was removed from the patient and an apex balloon was advanced to the lesion for predilation. The physician then attempted to advance a 2.25x16mm taxus liberte atom stent to the distal portion of the cx but the device was unable to cross the lesion. After multiple attempts to cross the lesion with the taxus liberte atom stent, the physician removed the device from the patient and it was noted that the end of the stent was damaged. The physician dilated the lesion again with another apex balloon and a 2.25x12mm taxus liberte atom stent was implanted in the distal portion of the lesion and a 2.5x28mm promus stent was implanted in the proximal portion of the lesion. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified proximal circumflex (cx). The physician advanced a 2.5x18mm promus stent to the cx; however, the device was unable to cross the lesion. The device was removed from the patient and an apex balloon was advanced to the lesion for predilation. The physician then attempted to advance a 2.25x16mm taxus liberte atom stent to the distal portion of the cx but the device was unable to cross the lesion. After multiple attempts to cross the lesion with the taxus liberte atom stent, the physician removed the device from the patient and it was noted that the end of the stent was damaged. The physician dilated the lesion again with another apex balloon and a 2.25x12mm taxus liberte atom stent was implanted in the distal portion of the lesion and a 2.5x28mm promus stent was implanted in the proximal portion of the lesion. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length of the shaft and the only damage seen on the device was proximal stent damage. It was determined that the stent had one strut damaged at the 1st row of the proximal end and extending back up to 90 degrees. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The undamaged portion of the returned stent meets specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).